Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The service engineer (se) inspected the device. Se replaced the oxygen regulator assembly and the enclosure stand. An oxygen regulator assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the oxygen regulator test results were out of spec. & the reported complaint of oxygen regulator leaking was duplicated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the o2 regulator was leaking. No patient involvement was reported.